Event description:
Complainant reports "applied seal from new box and within half hour she developed abdominal gas pains and bloating, and her tongue swelled. She removed wafer, pouch, and eakin. Applied eakin from previous box with different lot number along with new wafer and pouch. States issue resolved."

Manufacturer narrative:
The report submitted on 12/11/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-40080 listed. The correct manufacturers report number should have been 1000317571-2015-40080. (B)(4).